Event description:
The facility reported a pump experiencing failure codes contained in an "urgent product recall" letter. It is unknown what failure codes occurred or when these failure codes occurred. There was no pt injury or medical intervention necessary according to the hospital rep. No additonal contact information is available.